Event description:
It was reported that the mobile programmer application was used and no patient data was visible. In troubleshooting it was determined that the mobile programmer application had been inadvertently selected rather than the intended remote monitoring application. The user was advised to use the remote monitoring application. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID cle-m-general (unknown serial/lot); product type: 0620-mobile application; implant date n/a; explant date n/a; product ID: mc1avr1, (serial: (B)(6)); product type: 0240-ipg; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.